Event description:
The pump was returned for investigation. Evaluation revealed that the display was dim, and pink. This report is made based on results of investigation completed on 09/23/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/23/2014 with the following findings: evaluation revealed that the display is dim and pink. The keypad symbols are worn. The keypad is intact with no evidence of peeling or damage. All of the keypad buttons are responsive and there was evidence of contamination on key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).